Event description:
It was reported that the patient was in "a lot of pain" because stimulation was not felt. It was noted that the patient "could not think straight." The patient lost stimulation sensation on the date of this report. It was noted that eight coupling bars were observed. It was further noted that the patient was not trained adequately on using the device. It was further reported that there was a coupling issue. There were no coupling bars observed. Basic functionality of the device was reviewed and eight coupling bars were achieved. Stimulation was reported as on. It was noted that the patient was pain because the implanted battery depleted and was not instructed that the battery had to be recharged. At the end of the call the patient was charging normally. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).